Event description:
It was reported that cassettes have been causing no disposable alarms for months and the patient always has to carry multiple cassettes. The patient ran out of cassettes and had to head home to where the patient has more premixed cassettes waiting. The patient voiced a lot of frustration with ongoing alarms. The patient was just discarding but will begin to write down lot numbers to call in to report ongoing issues. No patient injury was reported.

Manufacturer narrative:
(Catalog number and UDI), describe event or problem and PMA/510(k) number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned therefore, no visual or functional evaluation can be performed. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore, a manufacturing device history record DHR review could not be performed.